Manufacturer narrative:
Initial report sent: 8/14/2007.

Event description:
Procedure type: laparoscopic sigma-resection. According to the reporter, it was not possible to open the instrument after firing. A new reload was placed and fired around the previous application. The operating time and incision were not extended as a result. No blood loss occurred. Age, weight health history and current condition were not provided. No patient injury was reported.